Event description:
It was reported that during the implant procedure, the lead exhibited noise after dft testing. The lead was replaced with no further issues. The patient's condition was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis was normal. No anomaly was found.